Event description:
A us distributor contacted zoll to report that a patient broke out in a rash. It was described as red and peeling, not bleeding but there was seepage. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a salve by a physician. Follow up indicated that the rash is clearing up.